Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the forceps channel port of the gastrointestinal videoscope had corrosion. Based on the results of the investigation, the probable root cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The gastrointestinal videoscope was returned to olympus with a reported complaint of bulging at the distal end of the tube; this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, the forceps channel port of the gastrointestinal videoscope had corrosion. There were no reports of patient involvement.